Event description:
It was reported that the cover plate of the interbody device broke during insertion. The broken pieces were recovered. Surgeon opened another implant and used the cover plate from that one to complete the surgery. The procedure was complete without further complications.

Manufacturer narrative:
(B)(4): visually confirmed left side coverplate attachment leg is broken at the inferior inside hook, consistent with attachment and removal of coverplate without the use of the coverplate removal tool. Microscopic examination of fracture reveals a fairly brittle fracture, with no indication of fatigue. Fracture appears to have initiated at the inside inferior corner. No intra-operative changes were noted in the event info prior to second coverplate insertion, suggesting possible improper technique, which may have contributed to the foregoing event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.